Event description:
It was reported that the patients implantable pulse generator (ipg) was having communication issues with the remote control (rc). Performed reset and attempted to relink rc to ipg and was not successful. The patient underwent ipg replacement procedure and doing well postoperatively. The explanted device will not be returned as it was kept by the facility.